Manufacturer narrative:
E1 full establishment name due to character limit: (B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the autoclavable camera head had loose connecting section. The issue occurred during a therapeutic procedure during sedation device outside the patient which was completed with the same device. There were no reports of patient harm.